Manufacturer narrative:
Concomitant medical products: product ID: 9 733467, serial/lot #: 2.3. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system outside of procedure. It was reported that when the rep was on the site they were checking out the system and it took over 5 minutes to get to the application selection screen. When they were in the ent application to load the demo head the system sat for 5 minutes and didn't get past 0%. They exited the software and when they entered again they found that the system had 61% free space. The system also booted faster that time. They were able to load the demo exam in a normal amount of time after the reboot.